Event description:
It was reported that the user experienced hyperglycemia after ingesting oral glucose to treat a low glucose reading, with the ilet delivering limited automated doses following a recent meal announcement and while using a steel cannula infusion set with confirmed tubing flow. Symptoms included asymptomatic hypoglycemia followed by asymptomatic hyperglycemia. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included user education and troubleshooting regarding appropriate use of meal announcements and infusion set checks. Investigation of this case revealed that compression-related false low glucose followed by oral glucose intake and a subsequent conservative ilet dosing response after a meal announcement were consistent with use error and system behavior, with no evidence of device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and expected algorithm response.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.